Event description:
It was reported that a patient presented to clinic for follow up. The patient's insertable cardiac monitor (icm) was unable to be interrogated and exhibited loss of bluetooth telemetry; there was an error message displayed. No changes or interventions were reported. The patient has been stable.

Manufacturer narrative:
Correction: h6 - updated health effect - impact code to additional surgery.

Event description:
Additional information received indicates that the insertable cardiac monitor (icm) migrated from initial implant location. The physician elected to explant and replace the icm. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Reported event of failure to interrogate was confirmed. The device was unable to establish telemetry upon receipt. Device cut open revealed device battery voltage was at end of life (eol). A longevity calculation was performed and found the battery depletion was premature. Hybrid current was monitored, and no high current drain was noted. Installation of a new battery showed normal device characteristics. Analysis indicated and is consistent with a hardware latch-up condition issue having occurred in the hybrid that depleted the battery prematurely. Further analysis performed on the battery by manufacturer found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.